Event description:
A female pt was taken to surgery to explore why her ethicon realize lapband was not functioning appropriately. Most recently, the bariatric surgeon and staff were unable to add or remove fluid from this pt's lapband. Once in surgery, the surgeon confirmed the band would not allow fluid to be withdrawn, only injected. Also, the surgeon noted the collar that was around the tubing was loose. The surgeon removed this realize lapband system and replaced it with an allergan lapband (at the pt's request). The realize lapband was sequestered for risk mgmt pick-up. The pt did well with the surgery and was discharged the next day to her home. The system malfunctioned with an inability to remove or add fluid to the system. Also, the collar which is around the tubing was loose.